Event description:
The user facility reported that resistance was encountered and the guiding sheath became "crimped up" during withdrawal after a contra-lateral intervention across a "calcified bifurcation." Examination of the returned sample revealed that the sheath tubing had actually been separated into 3 pieces, but the sections were still connected via the inner coil wire allowing the entire device to be removed via the access site. The procedure was reportedly completed successfully and there were no pt complications.

Manufacturer narrative:
Conclusions: are based upon eval of user facility info & the returned sample: is based upon eval of reserve samples. The involved device was returned and evaluated. Visual examination confirmed that the sheath had initially stretched during the withdrawal followed by separation of the sheath tubing in 2 places. As noted above, all pieces remained connected by the sheath's inner coil wire. Retained sample inspection & testing found no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and the appearance of the return sample are consistent with the sheath having been damaged as a result of continuing to attempts to withdraw the device against resistance. The reported resistance during withdrawal and observed damage to the device are likely to be related to the reported calcification in the area of the iliac bifurcation. The device labeling does address the potential for such an occurrence in the instructions-fur-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.